Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the complaint device was received at the service center, and evaluated. It was reported that the device did not turn and the motor was jammed. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded and stuck. Also, the values of the keypad of the hand control and protective earth resistance of the motor cable were out of range. Further, o-ring of the device was found to be missing. The motor, motor cable, hand control set and o-ring were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. User mishandling, most probably during cleaning process is a possible root cause of the missing o-ring. With the available information, we cannot determine the root cause of the other identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/21/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado hp w hand control was jammed, and did not turn. There was no impact on the patient. The event occurred intra-op, and the procedure was completed with a replacement device.